Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the screen on the insulin pump was severely scratched and was having a hard time reading it. Customer declined troubleshooting. The device is not returning for further analysis.